Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt expired; the cause of death was unk. Add'l info has been requested; a f/u report will be sent when add'l info becomes available.